Manufacturer narrative:
Device failure is suspected, but cannot be confirmed at this time.

Manufacturer narrative:
Analysis of programming history

Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes indicated that the patient was seen for follow-up for vns. The patient had a vns which was placed in 2007 with no battery changes since then. The patient was having four to five seizures per month. Per the patient's friend, the body stiffens up and becomes unresponsive. The patient stated that the tries to talk, but cannot. When the patient has seizure at night, they are stronger and he bites his tongue and occasionally loses bladder control. The patient feels a cold chill sensation in the back of this head. Previously, the patient used the vns which alleviated the seizures, and he did not have the seizure; however, the batteries seem low for about one year and vns is not functional. A blc was performed with results of 4.61 years remaining. Surgery is likely but has not taken place.

Manufacturer narrative:
Age, corrected data: previously submitted MDR indicated an incorrect age. As the event date is being corrected, the corresponding patient age is also being corrected. This report is being submitted to correct this data. Event date, corrected data: previously submitted MDR indicated that the high impedance was first seen on (B)(6) 2011; however, high impedance was first seen on (B)(6) 2009. This report is being submitted to correct this data.

Event description:
Additional clinic notes were received on 09/17/2013. Notes dated (B)(6) 2012 indicated that the patient had been having 4-5 seizures per month. Notes dated (B)(6) 2013 indicated that the patient¿s device was off and that the patient was awaiting revision. The patient had six seizures in (B)(6) 2013 and 5 in (B)(6) 2013. Notes dated (B)(6) 2013 stated that the patient had 4 seizures per month since the previous visit on (B)(6) 2013. Review of programming history shows that high impedance was first seen during a system diagnostic on (B)(6) 2009. The device was disabled on (B)(6) 2011. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient was seen that day during a routine follow-up appointment and that system diagnostics revealed high impedance. The results of the system diagnostic test were output = limit/ lead impedance = high/ dcdc = 7/ eri = no. Normal mode diagnostic results also showed output = limit/ lead impedance = high/ dcdc = 7/ eri = no. The patient said that they could feel stimulation. The physician lowered the patient's settings to 0.75ma output current and a normal diagnostic test still showed output = limit/ lead impedance = high/ dcdc = 7/ eri =no. The physician disabled the generator and reported that there was no recent trauma but that the patient is experiencing an increase in seizures. The physician referred the patient for complete revision surgery. Good faith attempts for additional information from the physician have been to no avail thus far. If additional information is received, it will be reported.